Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified minimal signs of wear and debris about the threads and drive feature from usage. There was no device malfunction found. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: g7: checked "follow-up" h2: checked follow-up type. H3: changed "no" to "yes"

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Event date not provided/unknown. Additional 510k number: k101880.

Event description:
It was reported that the implant was placed too close to another implant. The implant had to be removed. Tooth location 18.